Event description:
It was reported that during a right ventricular (rv) lead revision procedure, the patient reported having damaged this right atrial (ra) lead while in the process of extracting the rv lead. The physician decided to extract this ra lead as well. The physician explanted the ra and rv leads and successfully replaced them with new leads. It was also noted the patient experienced a mild pericardial effusion due to the extraction. No additional adverse patient effects were reported. The ra and rv leads are expected to return for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that unintended user error caused by the physician during the revision procedure led to the observed complaint outcomes. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a right ventricular (rv) lead revision procedure, the physician reported having damaged this right atrial (ra) lead while in the process of extracting the rv lead. The physician decided to extract this ra lead as well. The physician explanted the ra and rv leads and successfully replaced them with new leads. It was also noted the patient experienced a mild pericardial effusion due to the extraction. No additional adverse patient effects were reported. The ra and rv leads are expected to return for analysis.